Event description:
The customer returned the device and requested that the pulse mode be evauated. During evaluation, enough liquid oxygen leaked from the broken flow indicator after fill to potentially cause a serious injury should this malfunction recur. This malfunction duplicated the reported problem. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved MDR. A corrective action has been implemented on units mfg after 4/5/95 which eliminated the flow indicator from unit.s